Event description:
The unit failed to alert load syringe plunger. It was noted that intralipid (il) was not infusing as a result of an improperly loaded syringe. The pump was operating as if everything was engaged and reading delivery, but the full amount of il remained in the syringe. The pump never alarmed. There was no patient injury or treatment associated with this event.